Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen made it hard to read. The insulin pump had less responsive buttons and hard to press. No harm requiring medical intervention was reported. The device will be returned for analysis.